Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to office with painful unstable knee. Scheduled for revision. Revised with triathlon ts.

Manufacturer narrative:
An event regarding a painful unstable knee whereby the knee was revised involving a duracon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented to office with painful unstable knee. Scheduled for revision. Revised with triathlon ts.